Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  The defibrillation electrodes used during the event were disposed of following the event; therefore they were not available to physio-control for evaluation.  After observing proper device operation through functional and performance testing the device will be returned to the customer for use. Physio-control performed a clinical analysis of the reported event and agreed with the customer's assessment that the device use did not contribute to the patient's outcome. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that after providing one (1) initial shock to a patient, that they were unable to obtain the patient's ECG waveform via paddles lead ECG.  Medical personnel advised that they had observed some electrical arcing at the time of the shock at the right electrode.  The patient was described as having a hairy chest; however, medical personnel advised that they had shaved "clean spots" prior to application of the initial defibrillation electrodes. Another, more experienced, paramedic who was on scene advised that although "clean spots" were shaved for the electrodes, he believed that the emt who had applied the initial set of defibrillation electrodes had placed them on a portion of the patient's chest that still had hair. That paramedic was aware that applying the defibrillation electrodes over chest hair can prevent the electrodes from making adequate contact with the patient's skin, causing portions of the electrode to lift away from the patient's chest and resulting in air pockets under the electrodes.  This can lead to electrical arcing during defibrillation at the location of the air pocket between the electrode(s) and the patient's skin, or loss of patient connection while in paddles lead ECG due to inadequate contact.  The initial set of defibrillation electrodes were then removed from the patient and a new set was applied in the shaved area.  Medical personnel were then able to obtain the patient's ECG waveform via paddles lead. Medical personnel then continued patient care with no further issues observed. The patient, a (B)(6) year-old male, did not survive the event.  He was pronounced at the scene of the event.  The customer, a paramedic, advised that he did not believe that the device use caused or contributed to the patient outcome.